Event description:
The device was removed due to an "infection:. As reported to co, the entire device was removed and not placed. 1/29/97-upon receipt of the physician/surgeons operative report, it stated, "pt is post placement of a co's 3 piece inflatable penile prosthesis. He developed fever and subsequent pain in his penis on 12/21/96. He was admitted to the hospital and underwent treatment with i.v. Antibiotics. Blood cultures grew strep pyogenes. Pt presented in office on 1/6/97 with drainage of purulent material from the superior margin of the penis scrotal incision. He was admitted for removal of the infected prosthesis. Procedure: the incision was carried down through the skin and indurated scrotal tissue. The pump was delivered into the wound. The left and right cylinders were removed. A large amount of pus, tannish brown in color and quite viscous was encountered around the pump and both cylinders. The reservoir tubing was tracked down, grasped with a clamp and delivered from the space".